Event description:
Customer's father reported that the insulin pump returned a button error alarm. Caller did not recall any significant events leading up to the error alarm. Blood glucose level was 196 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The unit was received with intermittent button response due to corroded keypad traces. There was no button error alarm noted. The unit was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.